Event description:
Use of new computerized record involves scanning in lab data. Thyroid level was entered into wrong patient's chart. When sent for review, I requested it to be errored as on wrong chart. It was but there is no distinct marking. I returned to the chart a few weeks later to prepare a referral letter and in reviewing lab saw the abnormal thyroid level and sent note to my nurse to call family and start on thyroid with follow up level. I started a very low dose despite a very high tsh because he is over (B)(6). My nurse was surprised at the missed lab and in reviewing could not find the result. Errored scans are not visible if using only active document but if viewing all documents they show without visible errata marking. I have requested cerner make changes but they inform me to request an enhancement. I've requested the patient return for repeat lab but he has not. I suspect he wants to find a doctor who is not using a computer at this point. It took so long to do his visit with the new system and now this error, makes me wonder why I agreed to start using them.